Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted low anterior resection procedure, a plastic piece of the fenestrated bipolar forceps instrument broke and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was moving non-intuitively. The surgeon noticed that one of the wires was broken in the instrument, so a backup fenestrated bipolar forceps instrument was used to continue the procedure. When the surgeon took out the specimen, a small piece of plastic was found on the intestine. The piece came from the initial fenestrated bipolar forceps instrument. The fragment was retrieved during the same procedure. The procedure was completed with no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the instrument was not inspected prior to use, but it looked perfectly normal and was working at the beginning of the operation. The instrument failed to respond properly at the same time that the fragment was noticed. The procedure was not recorded on video. The instrument was in-use for at least 60 minutes. The surgeon was performing a low anterior resection. The surgeon was also using a monopolar curved scissors (mcs) instrument and tip-up fenestrated grasper instrument at the time of the event, but the surgeon did not recall any collisions occurring. The instrument was not in contact with hard material at the time. The instrument was not removed prior to the reported event. The plastic fragment came out with the specimen upon retrieval.

Manufacturer narrative:
61 : intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The instrument was found to have a broken bipolar yaw pulley. A broken piece, approximately 0.18" x 0.09", came off and was returned by the customer. No pieces were missing, as the broken area could be pieced back together with the yaw pulley. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Furthermore, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Based on the device evaluation results, this MDR report is being retracted since this has been re-classified as a non-reportable event. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.